Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes was found to have defective rubber head cover, before use. The following information was provided by the initial reporter: ¿seriously defective rubber head cover incident occur : before use.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective stopper molding was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Chopped rubber stoppers can occur due to a misalignment of the pad of stoppers at the mylar station. The operator is to install the molded pad on the plastic mylar, and then index the pad through the die to punch the stoppers from the molded pad. A misalignment of the pad in the mylar prior to cutting out the stoppers would result in a chopped stopper.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes was found to have defective rubber head cover, before use. The following information was provided by the initial reporter: ¿seriously defective rubber head cover incident occur: before use.¿